Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message after initialization. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed that the front enclosure was cracked. The physical damage found during visual inspection is not related to the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 02/2008). A review of the autopulse platform's archive was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. Upon functional testing, the ua 7 fault was observed. The single point load cell was at fault. Based on the investigation, the parts identified for replacement were the load cell single point and the front enclosure. In summary, the reported complaint of a ua 7 fault was confirmed upon functional testing. The fault was found to be due to the defective load cell. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all the parts, the platform was re-evaluated through functional testing and passed all testing criteria.